Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by piet m. Rozing, md, phd & jochem nagels, md& maarten p. Rozing, md; hssj (2011) 7: 29¿36doi 10.1007/s11420-010-9172-1. Received: 2 february 2010/accepted: 10 june 2010/published online: 14 july 2010.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a journal article titled, "prognostic factors in arthroplasty in the rheumatoid shoulder" which explored the prognostic value of multiple preoperative and peroperative variables in total shoulder arthroplasty and shoulder hemiarthroplasty in rheumatoid patients. The study was conducted over a period of twenty (20) years (1985 to 2005) and followed one-hundred forty-one (141) shoulders in one-hundred ten (110) rheumatoid arthritis (ra) patients; sixty-six (66) cases were total shoulder replacements and seventy-five (75) were hemi-arthroplasty shoulder replacements. The journal article reports that eleven (11) revision procedures occurred due to the following reasons: three (3) revisions due to symptomatic loose glenoid component. One (1) revision due to painful medial migration. One (1) revision due to proximal migration. Three (3) revisions due to acute cuff rupture. One (1) revision due to release of internal rotation contracture. Two (2) revisions due to painful ac joint. The journal article further reports that one (1) patient who received a shoulder with an uncemented glenoid component experienced loosening with non-progressive resorption of bone under metal backing. Twenty-one (21) patients who received total shoulders with cemented poly glenoids experienced loosening and nine (9) patients experienced major bone loss. The journal article contact further reported that twenty-one (21) patients who received total shoulders with cemented poly glenoids experienced loosening of a cemented glenoid component and that this loosening was (probably) caused by a mechanical problem due to an insufficient rotator cuff. Three (3) of these shoulders were revised.

Event description:
Information was received based on review of a journal article titled, "prognostic factors in arthroplasty in the rheumatoid shoulder¿ which explored the prognostic value of multiple preoperative and peroperative variables in total shoulder arthroplasty and shoulder hemiarthroplasty in rheumatoid patients. The study was conducted over a period of twenty (20) years (1985 to 2005) and followed one-hundred forty-one (141) shoulders in one-hundred ten (110) rheumatoid arthritis (ra) patients; sixty-six (66) cases were total shoulder replacements and seventy-five (75) were hemi-arthroplasty shoulder replacements. The journal article reports that eleven (11) revision procedures occurred due to the following reasons: three (3) revisions due to symptomatic loose glenoid component. One (1) revision due to painful medial migration. One (1) revision due to proximal migration. Three (3) revisions due to acute cuff rupture. One (1) revision due to release of internal rotation contracture. Two (2) revisions due to painful ac joint. The journal article further reports that one (1) patient who received a shoulder with an uncemented glenoid component experienced loosening with non-progressive resorption of bone under metal backing. Twenty-one (21) patients who received total shoulders with cemented poly glenoids experienced loosening and nine (9) patients experienced major bone loss.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Report type, event description, patient/ device codes, evaluation codes, manufacturer narrative. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
This record will address the following event: the article identified three (3) revisions due to symptomatic loose glenoid component.